Event description:
It was reported that an external fluid leak was observed from the 5l drain bag of an oxiris set during continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.